Event description:
According to the literature, a retrospective study compared the safety of robot assisted microwave ablation in the treatment of liver cancer between may 2023 and may 2025. It was noted that all procedures were performed with emprint hp or a competitor product. There were 152 tumors treated in 78 patients and complications included pneumothorax treated with chest tube placement and hospital re-admission for severe pain managed with IV toradol.

Manufacturer narrative:
Robot-assisted microwave ablations of liver tumors: is this the beginning of a paradigm shift? Govindarajan narayanan, md, elizabeth m. Ruiz, bs, madelon dijkstra, md, phd, bente a.t. Van den bemd, md, ashwin mahendra, md, shakthi kumaran ramasamy, md, gina p. Landinez, md, brian j. Schiro, md, ripal t. Gandhi, md, constantino s. Pena, md, and susan van der lei, md. J vasc interv radiol 2026; 37:108697. Https://doi.org/10.1016/j.jvir.2026.108697 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.